Event description:
Procedure: unk. According to the reporter: tattooing was observed at the wound site and 1cm around the edges appeared a raised inflammation and purple discoloring at facial site. Possible laser removal will be required due to hypertrophic scarring.

Manufacturer narrative:
(B)(4)